Event description:
Procedure type: lap appendectomy. According to the reporter: malformed stapling occurred on the root part of the cartridge. Another device was used to finish the procedure. No bleeding occurred. Nothing fell into the pt cavity. Additional resection of tissue was required. Operative time was not extended more than 30 minutes.

Manufacturer narrative:
(B)(4).